Event description:
Customer noticed the unit of measure on his locked freestyle flash meter could change during troubleshooting for an error 4 message. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The device has been returned and an investigation is underway. A follow-up report will be submitted when the investigation is completed.